Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing driveline fault alarms since (B)(6) 2022 at 16:00. The log files confirmed a driveline power b fault on (B)(6) 2022. The alarm was reportedly cleared and did not return. The patient was discharged and was to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, rev. D are currently available. Section 7 of the IFU, ¿alarms and troubleshooting, as well as section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.